Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2012. Per medical records, it was reported that on (B)(6) 2012 the patient presented with pre-op diagnoses of recurrent herniated disk at l4-5 with endplate changes and mild instability. The patient underwent the following procedures: posterior lumbar spinal approach for 1. Left l4-5 hemilaminectomy, complete facetectomy and canal/nerve root decompression. Interbody decompression in preparation for fusion l4-5. Placement of interbody cage at l4-5 using the staxx xd device. Use of morselized bone graft and bone morphogenic protein for future purposes at l4-5 interspace. Bilateral pedicle screws at l4 and l5 using the sniper 6.5 x 40 mm screws. Instrumentation from l4 to l5 using the sniper screw and rod system. 7. Use of intraoperative microscope. Pre-operative note: the patient had a history of prior left l4-5 hemi-laminectomy and micro discectomy. She had a recurrence in her symptoms with severe pain, numbness and neurological dysfunction on the left leg. She had tried and failed all form of conservative management and wished to proceed with surgery. Per op notes, multiple large pieces of disk were removed. The end plates were prepared in the usual fashion using the shavers. Once an appropriate decompression of the l4-5 interspace was completed, bone graft material was placed in usual fashion. The bone morphogenic protein was mixed with bone marrow material and placed in the l4-5 interspace, once this was all completed; the interbody cage was then inserted and elevated to an 11 mm height. Once this was all done, hemostasis was meticulously achieved, the patient tolerated the procedure well and no patient complications were noted.